Manufacturer narrative:
The initial reported event of fracture, high impedance, noise oversensing, emotional and physical injury was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that the patient 'suffered physical and other injury, including, but not limited to, implantation of a now recalled device, increased medical monitoring and treatment, failure, fracture, inappropriate shocking, capping, and/or explantation, as a result of the recalled lead'. The patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'. The lawsuit also alleges the patient has 'suffered physical injuries and various physical manifestations of emotional distress'. It was later reported by the patient's attorney that it was alleged that the lead was fractured and explanted and the patient experienced complications. No further details were provided. It was then later reported that a remote monitoring transmission showed that the right ventricular (rv) lead was experiencing high impedance and over sensing/noise. It was noted that the lead may have experienced a possible fracture. The rv lead was programmed off until the lead was capped and replaced. It was then further reported that the capped lead has now been explanted.